Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking meshing in a laparoscopic hysteropexy procedure, the handle became stiff and hard to fire and tacks jammed in the jaw. It was also reported that part of a tack broke off and fell into patient but was able to retrieve. Suturing was done to complete the case. There was no patient injury.